Event description:
The customer reported tempus ls - stopped pacing the patient twice during bradycardic rhythm. When pacing a patient for bradycardia, the pacer stopped delivering energy twice, requiring her to restart it. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is in progress.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer and schiller investigation team and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls indicating that device stopped pacing patient twice during bradycardic rhythm causing delay. Based on the logs analysis it was concluded that the device worked as intended but there was an external factor that affected the ECG signal. During pacing the ECG signals get very noisy and it seems that he qrs detection was detecting false positive qrs which has a high rate than 80 /min, so that is why the pacer, still in on demand mode, was stopping pacing. Intermittently the qrs detection was falling under 80 /min, that was why the pacer paced again. It is unclear, why the ECG was getting that noisy, but this was the reason for the on demand pacing to stop. The conclusion is that the device worked as intended, no anomalies were noticed so no return will be necessary. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.